Manufacturer narrative:
The insulin pump was stuck on a full segment display after battery insertion. The electronic assembly was disassembled and reassembled and no display anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case at the display widow corner and scratched display window.

Event description:
It was reported that during priming, insulin pump went blank and began vibrating and alarming. Insulin pump performed self test and screen display became unresponsive while continuing to alarm. Customer's blood glucose was 11.6 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.